Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a cryoablation procedure: after the ablation, the patient complained of mild nausea, but it was assessed as a minor symptom. The patient was discharged two days after the procedure. However, the patient's abdominal distension and nausea/vomiting continued. Prescribed prokinetic agents did not improve the symptoms. The patient experienced weight loss over the following two months. An abdominal x-ray revealed a slightly expanded gastric silhouette), and the upper gastrointestinal endoscopy revealed undigested food despite a longer than 12 h-fasting period. An upper gastrointestinal series also demonstrated hypomotility of the stomach. A prokinetic medication was added to promote peristalsis, and an intravenous alimentation was performed for several days. The patient did not recover after the 12 month follow up. The status of the balloon catheter is unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.